Event description:
It was reported that during the surgery, the needle of this device was fractured during use. Fortunately, the surgeon removed the fractured piece of the needle from the patient's body. No adverse event has been reported as a result of the malfunction. No further information is available.

Manufacturer narrative:
(B)(4). Report source: foreign japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the needle of the device is fractured and the tip is bent. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.